Event description:
It was reported that low sensing amplitude was noted. Review of x-ray found the lead dislodged into the ra. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.